Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer reported replacing the user interface assembly and the issue was resolved.

Event description:
It was reported that the unit failed to power on. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.